Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: ¿too many pumps, not enough time. Sent to cess for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿I noticed during the visual inspection that the right iui connector was badly corroded, which can sometimes cause a channel error to occur, so I replaced it with a new one.when I first connected the pump to the pcu the middle row of lights did not turn on, so I had to replace the display board as well. Even though the pressure sensors are old they passed all of the tests I put them through, and the last error in the log is from april 2021. They are fully functional, so I did not replace them. I recalibrated the unit and ran it through its pm tests, and a 50 ml infusion of distilled water; it passed all of these tests with no further issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿